Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received five inappropriate shocks due to atrial fibrillation. Technical services (ts) reviewed and stated that anti-tachycardia pacing (atp) was not programmed on in the vt-1 zone. Upon review of the presenting electrogram (egm), it was noted that there was noise on the shock channel. There was variability seen on the ventricular intrinsic amplitude. Ts stated that this variability could potentially suggest a lead integrity issue. Ts recommended to perform lead evaluation. Boston scientific representative stated that reprogramming was performed. This device remains in service. No adverse patient effects were reported.